Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with thermocool® smart touch® sf bi-directional navigation catheter and coagulum was discovered on the catheter tip once removed from the patient. The procedure was completed without patient consequence and no neurological symptoms have been exhibited since the procedure¿s completion. Heparinized saline anticoagulant was used. Settings during the event include: power control mode with power at 25-30 watts. The system did not present any error messages and there were know issues related to temperature and flow on the catheter. This event has been assessed as a reportable malfunction.